Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device was implanted on (B)(6) 2024. At a routine follow-up four (4) days later on (B)(6) 2024, it was noted via transthoracic echocardiogram (tte) that the closure device had shifted and was more proximal. The patient did not have any symptoms, and there was no intervention required. There were no patient complications reported and the patient was discharged home.